Manufacturer narrative:
(B)(4).

Event description:
It was reported that whilst implanting the stem which was about 5 minutes into it being implanted, the patient had a cardiac arrest. The hip was reduced and the standard resuscitation procedure commenced. The patient could not be revived and had passed on. The surgeon was unable to complete the procedure therefore only the stem was implanted.